Event description:
A hosp in another country, reported that an mr290 autofeed humidification chamber was leaking. No pt consequence was reported.

Manufacturer narrative:
The returned device was visually inspected. Results: the chamber dome was observed to be off centre on the chamber base. Conclusion: this fault is due to improper assembly of the chamber on the production line. It is likely the dome has been placed off center during MFR, and this has prevented the formation of a secure seal between the gasket and the lip of the chamber dome. This fault was not picked up at visual inspection during production. All chambers are pressure tested during production and those that fail are rejected. This suggests the chamber formed a weak seal during production that subsequently failed during use when the aluminium base was heated, resulting in a leak. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year of 0.0007 %.